Event description:
Nurse broke out in a rash around the eyes and neck which also began to peel. She also came down with sinus congestion and runny nose after wearing the gown. She is seeking medical treatment. The rash appeared about 5 weeks ago when she first started using the gown and has yet to clear up.

Manufacturer narrative:
Complaint and sample forwarded to the plant for investigation. Follow up report will be filed once the investigation is completed. Add'l lot # 08jaw250. MFR date 09/2008.